Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. In addition, the instrument was found to have a segment of the conductor wire that was dislodged from the proximal idler pulley. A loop of the wire was protruding above the outer surface of the main tube. The wire insulation was damaged, and the instrument passed an electrical continuity test. Further evaluation of the force bipolar instrument found one bent grip tang at the force amplification pulley that resulted in an abnormal gap at the grip interface. The components adjacent to this bent grip tang showed damage. The bent grip tang was consistent with repeated pinching of the conductor wire insulation during grip actuation, leading to wire displacement from the routing groove and localized flattening. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of a bent grip tang is attributed to damage during either use or reprocessing, accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.